Event description:
The following has been reported: biomed reported: pump problem no patient harm reported, stopped during active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device starts up with state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed test engineering test pneumatic assembly. Performed recharge test and unit passed. The lcd touch screen is damaged due to broken screw mounts. The fva pins exhibit excessive drag. Removed fva assembly and fva pins have debris especially the primary pin. The loading pin also have debris and surface damage. Cleaned pins and channels. Reassembled fva assembly. The air compressor, lcd screen, fva lip seals, upper loading pins and loading pin lip seals will be removed and replaced during the repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.